Event description:
It was reported that there was a patient alert for high pacing impedance on the right ventricular lead. Exit block was also observed. It was also noted that there was a high sensing integrity count (sic), and a high number of fast supraventricular tachycardia/nonsustained tachycardia episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Fifty ventricular non-sustained tachycardia (nst) episodes of <=190 ms occurred between (B)(6) 2012 22:59:44 and (B)(6) 2012 07:41:05. Ventricular short interval count v-sic=36.8 counts avg/day, in 1.90 days, occurred between (B)(6) 2012 11:33:11 and (B)(6) 2012 08:15:57. Five patient alerts for rv.pace lead impedance > 3000 ohms occurred between (B)(6) 2012 03:00:04 and (B)(6) 2012 03:00:04. Daily pace lead impedance log data shows an increase for v.pace = 616 to 16382 ohms peak between (B)(6) 2012.